Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped and replaced due to failure to capture and a break in insulation. Should additional information become available, this file will be updated.